Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0138 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recs0138) have been reported from the same facility (B)(6).

Event description:
It was reported the patient had a single-lumen PICC catheter implanted in the vein of his right upper limb on (B)(6) 2020. On (B)(6) the patient¿s PICC catheter had a rupture at the tail end, which was suspected to be caused by the patient¿s daily use. The catheter was then trimmed in the clinic.